Event description:
See report number 3005075853-2019-21108.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Please see attached medical records. Corrected data = g8. Device was originally reported under 3005075853-2019-21108 and data included in that report was submitted in error. Moving forward all information will be captured under 3005075853-2022-02100.